Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc121400/05746889. Results: the review of the manufacturing paperwork verified that these lot met all pre-release specifications. Conclusions: the gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2009, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. There was a reintervention on (B)(6) 2012, to repair a endoleak. The endoleak was resolved and the patient tolerated the procedure. The aneurysm sac measured 8.2 cm at time of reintervention.